Event description:
Voluntary medwatch report received reported that the atrial lead was revised due to system infection and vegetation on the leads. No additional adverse patient effects were reported.